Event description:
It was reported that the device has a ripped/bubbled downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found the dso seal was degraded, the complaint was confirmed during the visual inspection test. The dso seal was replaced with a new. The performance verification test was performed. All tests passed within specifications. Probable cause: degraded dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.